Manufacturer narrative:
Section d4, h4: correction. Section h3: additional information. Manufacturer's investigation conclusion: evaluation of the device confirmed internal and external driveline wire damage that would have contributed to the reported low speed events, pump stoppage, and driveline fault alarms. Additionally, evaluation of the device revealed an incidental finding of a thrombus formation seated within the outlet stator. The device was returned assembled with the driveline cut approximately 5.25 inches from the pump housing, a middle segment measuring approximately 12.5 inches was returned, and a distal segment measuring approximately 21.5 inches was returned. All parts of the sealed inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) were returned. The inlet elbow was attached to the pump. Approximately 1 inch of the sealed outflow graft and the outflow graft bend relief were returned. A bend relief collar was returned detached from the pump. The outlet elbow was returned attached to the pump. The patient underwent a distal end driveline replacement on (B)(6) 2019 and the replaced portion of the driveline was returned measuring approximately 19 inches. The silicone sleeve was cut approximately 11 inches from the distal end metal connector and was unremarkable, the bionate layer was discolored dark brown but otherwise unremarkable, there was metal braided shield breakdown throughout the entire returned portion of the driveline, and the internal wires were kinked at approximately 2 and 3 inches from the metal connector. The driveline underwent continuity testing in the condition that it was received, which revealed no discontinuities or shorts. Visual examination of the underlying wires along with hipot testing revealed breaches in the insulation of the orange and yellow wires at the distal end metal connector, another breach in the insulation of the orange wire approximately 1 inch from the distal end metal connector, another breach in the insulation of the yellow wire approximately 1.25 inches from the distal end metal connector, a breach in the insulation of the black and brown wires approximately 2.25 inches from the distal end metal connector, a breach in the insulation of green wire approximately 3.5 inches from the distal end metal connector, and another breach in the insulation of black wire approximately 8.25 inches from the distal end metal connector. Additionally, a pull test was performed on all of the wires of the returned segment of driveline and the conductor of the black wire broke with a light amount of force approximately .25 inches from the distal end metal connector. All areas of wire insulation damage, as well as the conductor breakdown on the black wire, appeared to be the result of abrasion from the metal shield as a result of repetitive flexing of the driveline in these locations. There was no low speed operation or pump stoppages recorded within the submitted log files prior to the distal end driveline replacement; however, the recorded driveline fault alarms captured on (B)(6) 2019 would have resulted from the observed conductor breakdown in the black wire, which is consistent with the log file findings. The pump was returned with a proximal segment, middle segment, and distal segment of the driveline. The driveline was unable to be tested for electrical continuity on the red wire of the proximal portion of driveline due to an almost complete break in the conductor of the red wire. The remaining wires of the driveline were tested for continuity in the condition they were received and did not reveal any discontinuities or shorts. The silicone sleeve, bionate layer, and metal braided shield were carefully removed in order to evaluate the underlying wires. Visual examination of the internal portion of the patient¿s driveline revealed breaches to the insulation of the red wire approximately 5 inches from the pump housing and approximately 7.5 inches from the pump housing. Additionally, the conductor of the red wire had major breakdown in the same area of the insulation breach approximately 5 inches from the pump housing. The observed wire insulation damage appeared to be the result of abrasion from the metal shield as a result of repetitive flexing of the driveline in these locations. The proximal segment, remaining portion of the middle segment, as well as the distal segment of the driveline were then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. The low speed operation events and pump stoppage which were observed in the submitted log file, following the distal end driveline replacement, would have resulted from a short to shield if either of the exposed portions of the conductor of the red wire made contact with the metal braided shield while the patient was operating on the power module while on a grounded patient cable. The conductor breakdown of the red wire would have contributed to the driveline fault events from (B)(6) 2019 and is consistent with the log file findings. Additionally, upon disassembly of the returned pump, examination of the proximal side of the outlet stator revealed a non-laminated thrombus situated around the outlet bearing ball and in between the stator blades. The lack of laminated layering suggests that the thrombus did not initially form in the outlet stator. Thrombus formation is complex and multi-factorial in nature and not necessarily related to a single physiological or device-related factor. The heartmate ii lvas IFU lists device thrombosis as an adverse event that may be associated with the use of heartmate ii lvas. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. This section also discusses anticoagulation, including recommended inr values. The pump performance monitoring section explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the driveline. The IFU warns that at least one power cable must be connected to a power source at all times. Patient handbook contains a section on "caring for the driveline." However, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 1 year, 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported there were driveline faults while the device was connected to the mpu and concern for driveline fracture. The patient was admitted to the hospital and placed on an ungrounded cable on (B)(6) 2019. Log file analysis did not capture any driveline faults or pump stops since the patient was remaining on batteries or the ungrounded patient cable. A percutaneous lead repair was performed on (B)(6) 2019 and the patient was placed on a grounded patient cable for observation. During the repair, fluid was observed inside the silicone covering and inside the fiber sheath that surrounds the wires. The patient then had low speed advisories while on the grounded cable and was placed back on an ungrounded cable. Log file analysis captured the speed drops below the low speed limit and pump stops post percutaneous lead repair while the patient was on a grounded cable. There were no pump stops on the ungrounded cable. The patient had left ventricular ejection fraction (lvef) of 45% and the site planned for a pump exchange. The patient underwent a turn down study and had another driveline fault alarm. Since the percutaneous lead repair had been unsuccessful and the patient failed the ramp study, the pump was exchanged on (B)(6) 2019. No additional information was provided.